Event description:
It was reported that solution would not flow through the one-link of a catheter extension set with one-link needle-free IV connector. This occurred during priming, while the extension set was connected to a baxter primary set. The reporter stated that the primary set was primed with no issues, and flow only stopped once the fluid reached the one-link. There were no issues noted that would have caused or contributed to the no flow. The reporter indicated that the solution being primed was lactated ringers. The extension set was replaced due to this issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A syringe was attached to the valve and inspected under a microscope; the gland of the valve was found to be open. A flow test was performed by attaching the set to a primary set and priming the setup. The device was found to flow normally with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.